Event description:
Consumer complaint of low blood results. Verified the strips expire on 06/25/2015. Customer ran a blood test-91mg/dl. Recall meter memory:(B)(6) 2013 8:29am 71; (B)(6) 2013, 11:45pm, 94; (B)(6) 2013, 9:41pm, 106; (B)(6) 2013, 4:11am, 86; (B)(6) 2013, 6:01am, 69. Customer say his expected range is 95-110mg/dl-fasting. He tested against another company meter (contour), obtaining 148mg/dl, while the trueresult test result was 106mg/dl. No adverse event reported. Based on the customers expected results (110) and the lowest result in memory (69)., the complaint is reportable (zone b/c). No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval .(B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause: use had an inaccurate reference.